Event description:
The customer contacted the siemens customer care center (ccc) and stated that the lid hinges of a dimension exl 200 instrument were not holding up the instrument cover. None of the instrument operators were injured by the instrument cover.

Manufacturer narrative:
A siemens cse was dispatched to the customer site. The cse replaced and adjusted the lid hinges and verified that the lid hinges would hold up the instrument cover. The cause of the lid hinges not holding up the instrument cover was a malfunction of the lid hinges. This instrument is performing according to specifications. No further evaluation of the device is required. Siemens healthcare diagnostics has investigated the instances of dimension exl instrument reagent lids falling during maintenance procedures. It has been determined that the hinge may lose its effectiveness and slowly shift downward during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 14-46 entitled "dimension exl reagent lid hinge issue" and customers outside of the united states were sent urgent field safety notice (ufsn) 14-46 entitled "dimension exl reagent lid hinge issue". The umdc/ufsn inform customers that their cse will inspect and adjust the tension on the reagent lid hinges during every visit. If the hinges can no longer be properly adjusted, the hinges will be replaced. The umdc/ufsn also instructs customers to contact the siemens customer care center or their local siemens technical support representative if they observe that the reagent lid is shifting downward while in the open position.